Event description:
A report was received from canada stating during pre-testing, the pilot valve would not engage the syringe and stay in place. There was no pt involved. The devices are being returned for investigation.

Manufacturer narrative:
There is no additional info at this time. (B)(4).